Manufacturer narrative:
The device is not available for evaluation. The micor extractor device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference #: (B)(4).

Event description:
A patient underwent cataract surgery in the left eye on (B)(6) 2024 where the micor lens fragmentation system was used to remove the cataractous lens fragments. The cataract surgery was performed in combination with implantation of a glaucoma drainage device (gdd) where the gdd was implanted prior to lens extraction. The cataract was described as hard and the pupil was very constricted. During lens removal with the micor extractor the posterior capsule tore and there was vitreous loss and a portion of the lens dropped into the vitreous cavity. A vitrectomy was performed and the patient was referred to a retina specialist. No intraocular lens was able to be implanted due to lack of capsular support. Postoperatively the patient had corneal edema and inflammation. Intraocular lens implantation will be performed as the eye heals.